Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure, a farawave ablation catheter was selected for use. The catheter was prepared correctly; it was flushed through both ports, and adequate dripping was observed at the proximal end. However, after the catheter was inserted into the left atrium (la), irrigation ceased after approximately 5 minutes. No irrigation was observed in either position despite the use of a pressure bag and starter guidewire. The catheter was then removed and manually flushed using a syringe, but successful purging could not be achieved. The catheter was replaced, and the procedure was successfully completed with another farawave device. No patient complications occurred, and the patient recovered fully.